Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. Unique identifier (UDI) #: n/a. Revision occurred in 2015. Concomitant medical products: item number: unknown, item name: unknown cup, lot #: unknown. Item number: unknown, item name: unknown liner, lot #: unknown. Item number: 00784801201, item name: modular neck, lot #: 60850265. Item number: 00771300700, item name: femoral stem, lot #: 60825861. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-03886. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent hip revision on an unknown date approximately 6 years post-implantation due to recurrent dislocation. During surgery fluid and pieces of plastic were noted. The head, liner and neck components were removed and replaced. Attempts have been made and no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event was confirmed with medical records received. Primary op notes were reviewed and no complications were noted. Revision op notes were reviewed and identified grooving of acetabular rim from dislocations. Soft tissue necrosis debrided. Liner exchange, femoral head and modular neck exchange. Acetabular osteolysis. No osteolysis noted at femoral component. Additional information does not change the root cause of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D11: zimmer head cat#: 00801803602, lot#: 61138086. Zimmer liner cat#: 00630505036, lot#: 61049361. Zimmer cup cat#: 00620205222, lot#: 61132699. Zimmer stem cat#: 00771300700, lot#: 60825861. Zimmer neck cat#: 00784801201, lot#: 60850265. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-03886, 0001822565-2020-00102.

Event description:
It was reported patient underwent left hip revision approximately 6 years post implantation due to recurrent dislocations. During the procedure it was noted implant wear, acetabulum osteolysis and necrosis. The liner, head and neck were revised. No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.